Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the patient experienced a blood glucose of high on the meter (over 600 mg/dl). The pump was reviewed with the reporter; the reporter confirmed that the pump settings were correct. The pump bolus history reportedly showed that the patient was delivering all boluses using normal bolus instead of using ezbg boluses. The pump prime history revealed that the patient was not priming the tubing appropriately. The prime history showed that the last site change had a prime amount of 0.7 units and the patient did not do the fill cannula step. The reporter was advised that the patient would not be receiving insulin accurately if the prime and fill cannula steps were not performed. This report is made based on the allegation that the patient experienced hyperglycemia related to not priming and performing the fill cannula steps.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.